Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experience "heart block running up a hill". The patient stated that their implantable pulse generator (ipg) "doesn't kick in until I stop the exertion" and "I am not getting enough beats. It's not even increasing the beats enough". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.